Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c4-c5. At 84 months post-op, x-rays showed possible fusion of the artificial disc at c4-c5. Cervical CT was obtained on which confirmed bony bridging across the artificial cervical disc. No patient symptoms were reported.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned for evaluation.